Event description:
The technician alleged the siderail would not latch. No injury reported.

Manufacturer narrative:
The technician found the position of the mattress was causing the siderail to not latch. The mattress was repositioned to resolve the issue.